Event description:
It was reported that a new user experienced hyperglycemia after pausing insulin delivery for a shower and then resuming, with blood glucose reaching 277 mg/dl and trending upward before decreasing to 240 mg/dl during the call; no alerts for prolonged severe hyperglycemia occurred, no backup therapy was used, no ketone testing was performed, and no medical intervention was needed. Symptoms included elevated blood glucose without signs of diabetic ketoacidosis or other acute complications. Outcomes included no hospitalization, no emergency treatment, and no need for assistance. Investigation included complaint intake review, device use verification, and user education regarding monitoring and system learning period. Investigation of this case revealed no device malfunction identified and that hyperglycemia was temporally associated with a pause in insulin delivery and food intake. It was concluded that the event was hyperglycemia with cause unclear, with the device functioning as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.